Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to piece of metal was stuck in back of knee form broken femoral impactor so had to go back in and get it out.